Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged heart bypass, congestive heart failure and aortic valve stenosis while using this device. Patient also alleged fatigue, congestion, runny nose and allergy like symptoms. Medical intervention was not specified. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged heart bypass, congestive heart failure and aortic valve stenosis while using this device. Patient also alleged fatigue, congestion, runny nose and allergy like symptoms. Medical intervention was not specified. There is no report of medical invervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contamination on the side panel, the blower box, and bottom enclosure, on the flip lid, lid seal,seal, and inside the lid iso port, discoloration to bottom enclosure. Also found evidence of liquid ingress with mineral deposits in the water tank. A hair-like particle and unknown dust contaminant on the top enclosure, on dry box and dry box seal. Contaminant consistent with mineral deposits was observed on the inlet seal and dry box seal. Found corrosion on bottom enclosure screws. A white foam-like particle was observed on the base of the device. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, hair, corrosion found were external to the device and liquid ingress and mineral deposit were consistent with water tank and inlet seal and dry bix seal. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.